Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the medical records indicates there was no deviation from surgical technique or delays in the procedure. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The package insert states under possible adverse effects, "intraoperative or postoperative bone fracture and/or postoperative pain," and "intraoperative and intraoperative and early postoperative complications can include: . . . Temporary or permanent nerve damage resulting in pain or numbness to the affected limb." This is 2 of 5 reports being filed for the same patient (reference 1825034-2017-01290 / 01293 / 01294 / 01295 / 01296).

Event description:
It was reported that a patient underwent an initial right shoulder procedure as part of a study. Patient reported night pain at the 6 week, 1 year, and 2 year follow-ups. Mild tenderness is reported at the 1 year followup. Two years after implantation, it was reported that the patient is experiencing intermittent sharp sensation in his operated shoulder and instability. Intervention is pending.